Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported the system showed a ¿localizer not connected¿ error when they went into the register task. The manufacturer representative present went back a few tasks in the software and then back into registration. After doing this, the issue resolved. This issue occurred intraoperatively and did not cause any surgical delay. There was no reported impact on patient outcome.